Event description:
It was reported that per end user, second time owner of m51p power chair. Left side is leaking grease and 6 flash which left brake fault. Chair sat for awhile in garage before being sold to new owner 3 months ago.